Event description:
Same case as #6000089-2007-00175. It was reported that post a coronary drug eluting stenting treatment procedure, a restenosis occurred. Access was obtained through the right femoral artery. Two 90% stenosed lesions were identified, one in the lad and one in the om1. The om was predilated with a 2.5x15mm maverick2 balloon. Four inflations were made to 6-14 atm's for 19-33 seconds. The taxus express2 2.5x24mm drug eluting stent was deployed at 14 atm's for 18 seconds. The second stent, a taxus express2 2.75x20mm drug eluting stent, was placed in the proximal area, deployed at 16 atm's for 10 seconds. Finally the physician predilated the mid lad with the 2.5x15mm maverick2 balloon and placed a taxus liberte' 2.25x12mm drug eluting stent. The taxus liberte' stent was placed as part of a study. A 2.25x8mm quantum maverick balloon was used to post dilate the stent in the mid lad. The pt received ic ntg during the procedure as well as angiomax, which was discontinued at the end of the procedure. It was recommended that the pt returned in 4 weeks for ptca of the rpls. The pt was discharged the following day. About 10 weeks later, the pt returned. Ivus was used. In-stent restenosis of the omi and lad were found. A 2.5x15mm maverick2 balloon was used to predilate the om1. Four inflations were made to 6-8 atms's for 9-14 seconds and a stent of another MFR was placed. The physician went on to predilate the mid cx and placed another stent. Angioplasty was performed on the lima to the lad. The physician recommended a follow-up angiogram in three months. The pt was discharged the following day. No further complications were reported. The taxus liberte' stent was reported under the atlas trial ide.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.